Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with trouble shooting. Tac requested that the customer shut off the unit and unplug the video cable and connect the 190 series scope. The unit, 190 series scope and video cable were reconnected and an image was observed with no error. The customer then replaced the 190 series with a 180 series scope and again the set up was functional. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that an ¿e315 unsupported scope¿ was observed when the connected to the scope and video cable. There was no patient involvement reported.